Manufacturer narrative:
1/12/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a anterior resection procedure.reportedly, the anastomosis was not complete. The surgeon resected the stapleline and applied another device. After the second firing, a bowel leakage was observed. The surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.